Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/22/2020. Call home data evaluation summary: call home was reviewed for system (B)(4) on 3/2/2020. Three pr15s were connected to channels 1, 2, and 3. The probe serial numbers were (B)(4), respectively. All three were tested and put into tissu-loc. 1:00, 95w ablations were completed on probes 1 and 2. Ablations were then set to 6:00 for all three probes. The user stopped the ablations for probes 1 and 2 after 3:45. Probe 3 was stopped after 0:51. Probes 1 and 2 completed the 6:00 ablation and probe 3 completed another 2:20 before the user stopped the delivery. The user then ablated for another 2:19 with probe 3. Probes 1 and 2 completed a 1:00, 65w ablation, then all three probes were disconnected. This marked the end of the case. The ablation temperatures were normal except for probe 3 being a little low (~60c) during delivery 2. No errors were seen during the duration of the case. No issues were seen in call home. No device will be returned to neuwave for further investigation since it was discarded. No further information is available. The root cause is unknown. One potential lot was reviewed: lot ml19114760 was reviewed (in process sns (B)(4)). Manufacture date: 12/13/2019. Expiration date: 8/1/2023. Probe sn (B)(4) failed the arc test, and sn (B)(4) failed the flex test. No other problems were seen during the manufacturing and testing of this lot. Additional information was requested, and the following was obtained: what was the location of the lesion being treated? Segment iii. How many probes were used? See call home data. What was the power/time of ablation? 95w 65w, see call home data. What was the approach used for probe placement? Percutaneous. Why does the physician believe that the ablation caused the perforated gastric ulcer? How was the patient treated?

Event description:
It was reported post-operative of a microwave ablation procedure, the patient experience a perforated gastric ulcer, intra-abdominal fluid collection, and gastroesophageal reflux disease. The events were reported through an observational registry and were considered possibly related to the ablation.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/28/2020. Additional information obtained: the initial reported diagnosis of perforated gastric ulcer was updated to iatrogenic gastric thermal perforation by surgeon. The patient expired on (B)(6) 2020 from multi-organ failure.